Event description:
The inner shaft was returned to olympus for repair with a damaged ceramic insulation at the distal end. There is no indication that the reported damage occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2022-12-09). The evaluation/investigation confirmed that the ceramic insulation at the distal end of the inner sheath had broken off. Based on the present damage pattern, it is assumed that this damage was caused by thermal and/or mechanical induced impact and, thus, can be attributed to use error in combination with wear and tear. Unfortunately, it cannot be determined with certainty, whether the inner sheath had been previously damaged or any damage on the ceramic insulating insert was caused during last reprocessing or during last usage. In addition, discoloration of the sealing ring (yellow, grey) due to wear and tear and frequent usage as well as corrosion at the shaft base due to an incorrect reprocessing method were found. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.